Manufacturer narrative:
Argus case (B)(4).

Event description:
It is causing me to choke at night because it is running down my throat [choking]. It is causing me to choke at night because it is running down my throat [accidental device ingestion]. Making my other medical issues worse. [Ill-defined disorder]. Making my other medical issues worse [condition aggravated]. And feel like I could not breathe. [Difficulty breathing]. I wake up fearfully at night [sleep disorder]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included multiple sclerosis (I have ms and severe nephropathy), nephropathy (I have ms and severe nephropathy) and ill-defined disorder (making my other medical issues worse.). Concomitant products included no therapy. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), ill-defined disorder, condition aggravated, difficulty breathing, sleep disorder and product complaint. The action taken with super poligrip original (zinc free formula) was unknown. On an unknown date, the outcome of the choking, accidental device ingestion, ill-defined disorder, condition aggravated, difficulty breathing, sleep disorder and product complaint were unknown. The reporter considered the choking, ill-defined disorder and condition aggravated to be related to super poligrip original (zinc free formula). It was unknown if the reporter considered the accidental device ingestion, difficulty breathing and sleep disorder to be related to super poligrip original (zinc free formula). Additional information: the adverse event information was received via phone call on 22 april 2020. Consumer stated, "I have a problem with one of your poligrips. I wear an upper denture right now and I cannot get this product out of my mouth. I cannot get this stuff out of my mouth. I spend like an hour each night trying to get this build up in my mouth. I need to get fitted for a new denture but it is still too much of this built up in my mouth. It is becoming a serious medical situation for me because it is causing me to choke at night because it is running down my throat. It is a bad issue for me and making my other medical issues worse. It is hard to believe that you do not have a dissolvent for this. I wake up fearfully at night and feel like I could not breathe. I am using the poligrip original. I have a doctors appointment to go to now. My denture do not fix anymore because of it. I know that I am doing step 1 now. What information do you need? I have multiple sclerosis (ms) and severe nephropathy."

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included multiple sclerosis (I have ms and severe nephropathy), nephropathy (I have ms and severe nephropathy) and ill-defined disorder (making my other medical issues worse.). Concomitant products included no therapy. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), ill-defined disorder, condition aggravated, difficulty breathing, sleep disorder and product complaint. The action taken with super poligrip original (zinc free formula) was unknown. On an unknown date, the outcome of the choking, accidental device ingestion, ill-defined disorder, condition aggravated, difficulty breathing, sleep disorder and product complaint were unknown. The reporter considered the choking, ill-defined disorder and condition aggravated to be related to super poligrip original (zinc free formula). It was unknown if the reporter considered the accidental device ingestion, difficulty breathing and sleep disorder to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via phone call on 22 april 2020. Consumer stated, "I have a problem with one of your poligrips. I wear an upper denture right now and I cannot get this product out of my mouth. I cannot get this stuff out of my mouth. I spend like an hour each night trying to get this build up in my mouth. I need to get fitted for a new denture but it is still too much of this built up in my mouth. It is becoming a serious medical situation for me because it is causing me to choke at night because it is running down my throat. It is a bad issue for me and making my other medical issues worse. It is hard to believe that you do not have a dissolvent for this. I wake up fearfully at night and feel like I could not breathe. I am using the poligrip original. I have a doctors appointment to go to now. My denture do not fix anymore because of it. I know that I am doing step 1 now. What information do you need? I have multiple sclerosis (ms) and severe nephropathy." Follow up information received from qa department on 21mar2023 for the complaint number (B)(4) and (B)(4) for product with unknown lot number. Investigation evaluation: status update: reopened on 21 mar2023, us loc qa triaged. No site could be determined from case review. Case to be reclosed by us loc. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Response to consumer: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished products is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope are reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The product complaint was concluded as inconclusive. Updated indication from denture wearer to loose dentures.